Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was damaged in surgery. The surgeon tried to remove the clamp and the screw came completely out. The site had to wiggle the clamp off of the spine. There was a less than 1-hour delay to the procedure and no impact on patient outcome.